Event description:
Information received by medtronic indicated that the insulin pump was not responding though the battery was replaced with a new battery. The insulin pump finally started working when the battery was replaced with another battery two or three times. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Sw (B)(4). Retainer ring = black. Insulin pump passed displacement test, sleep current measurement, active current measurement and selftest. No blank display anomalies noted during testing. No unexpected power related alarms/alerts or anomalies noted on (B)(6) 2021 of event date. The history download was successful using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with stained keypad overlay buttons, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label and scratched case. Corrosion on force sensor assembly, moisture damage on motor assembly and moisture damage on electronic board stack noted during visual inspection of the electronics. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.